Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the lead was implanted too deep. The post-operative CT scan imaging showed that the new lead was placed 20mm deep. The surgeon brought the patient back and attempted to pull the lead out by 20mm. Post operative imaging then showed that the lead was 7mm deep. The surgeon decided to leave the lead as is. Unknown if any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included the surgeon bringing the patient back into the operating room the same day to attempt to pull the lead back. The issue is not resolved at the time of the report. No further complications were reported or anticipated with this event.